Manufacturer narrative:
Patient's weight was allegedly positioned mostly at the headsend of the stretcher, potentially causing the footend to raise based on negative energy force.

Event description:
It was reported that while in trend, the stretcher footend raised. No patient injury was reported.